Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted that the implantable cardioverter-defibrillator exhibited oversensing. The noise appeared to be t-wave oversensing. Programming changes were discussed. The patient was stable.

Event description:
Additional information received noted that the patient received programming changes on the (B)(6) 2019. Patient has had no further episodes of t wave oversensing since the changes and remained stable since.